Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that products which are used in combination with device (valve, silicone tube etc.) Got broken, fragments of packing, etc. Entered air/water channel and clogged in air/water nozzle. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(6).(B)(6) checked the subject device and found the reported phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the air/water nozzle had malfunction. The subject device was returned to olympus (B)(4) for repair. During the incoming inspection at (B)(4), it was found that the foreign material as black rubber was clogged in the air/water nozzle, and the air/water nozzle was not deformed. There was no report of patient injury associated with the event.